Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. In the journal article of tardy it is reported that the patient had increased cr/co values in blood and felt abnormal noise in his hip joint. The patient underwent a revision surgery after 4 years in vivo. It is also reported that there was metallosis and cup anteversion with impingement. No further information was received. Devices analysis could not be performed as the product was not returned for investigation. Pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. However, all possible causes related to the issues reported are listed in dfmea of metasul liner. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a medical journal that the patient was implanted a metasul liner (catalogue number unknown) and had to undergo a revision surgery after 4 years in vivo due to abnormal noise and increased cocr levels. Exact dates of implantation and revisions are unknown.